Event description:
It was reported that the patient had a shocking sensation. The patient also had a new lump near their battery and not far from the stimulation and shocking around the pocket site. The patient stated that if he pushed on the lump, stimulation would get stronger, but the shocking didn¿t get stronger. The patient was unsure when the lump emerged. It was unknown if the patient had any falls or trauma. It was reported that a company representative met with the patient on (B)(6) 2014 and performed an impedance check on his leads. Two of the contacts that were being used in the current program had high impedances. The device was reprogrammed and he was no longer feeling a shocking sensation.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# v603266, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-45, lot# v603266, implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).